Event description:
The company was informed that the patient's electrode array was partially inserted and the tip was folded over. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.